Manufacturer narrative:
Stryker performed an initial evaluation of the device was able to duplicate the reported issue. Stryker determined the system printed circuit board assembly should be replaced to resolve the issue. A quote was sent to the customer for repair. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device reset multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device reset multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The replaced system printed circuit board (pcb) was sent to the stryker product assessment center (pac) for further evaluation. The pac technician was able to duplicate the issue. The root cause of the reported issue is determined to be the single board computer of the system pcb. The system pcb was archived by stryker.

Manufacturer narrative:
Stryker replaced the system printed circuit board assembly to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a faulty system printed circuit board assembly .

Event description:
The customer contacted stryker to report that their device reset multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.